Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in forceps elevator and stain in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 it has been over two (2) years since the subject device was manufactured. Based on the investigation results, foreign material at the forceps elevator and stain at distal end, but the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. According to the image provided by service business center, confirmation of the adhesion of the material at the forceps elevator and distal end. However, could not identify the material. No physical damage was confirmed at the place where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.